Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had received button error. The customer¿s blood glucose level was unknown. The customer reported that they had received stuck button error alarm during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.